Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient admitted on (B)(6) 2020 for gastrointestinal (gi) bleeding, chronic anemia, and melena. The patient underwent an esophagogastroduodenoscopy (egd) and colonoscopy which revealed hiatal hernia with cameron's erosions. The patient also experienced symptoms of melena, chronic fatigue, and the chronic anemia which required blood transfusions. The endoscopy procedures revealed no specific source available for intervention. The patient continued on danazol, proton pump inhibitor twice daily (ppi bid), aspirin (asa) and was discharged. The patient was treated with iron intravenously (IV) while an inpatient. The patient goal was lowered to 1.4-1.8 and vitamin k 100mcg was prescribed daily before meals. After-load reduction was strictly monitored and lisinopril was increased. The patient ultimately expired on (B)(6) 2020. The heartmate 3 lvad, serial number: (B)(6), was not returned for evaluation (per-2020-0092746/cs-138042). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a gastrointestinal (gi) bleed and anemia. It was reported that the gi bleeding was confirmed and the patient was also admitted for chronic anemia and melena. The patient underwent an esophagogastroduodenoscopy (egd) and colonoscopy which revealed hiatal hernia with cameron's erosions. The patient experienced symptoms of melena, chronic fatigue, and chronic anemia which required blood transfusions. The endoscopy procedures unveiled no specific source available for intervention. The patient continued on danazol, proton pump inhibitor twice daily (ppi bid), asprin (asa) and was discharged (d/c). The patient was given iron intravenously (IV) while an inpatient. Patient goal lowered to 1.4-1.8 and vitamin k 100mcg was prescribed daily before meals. After-load reduction was strictly monitored and lisinopril was increased.